Event description:
I received a sepramesh ip device for a umbilical hernia I've had complications ever since, including fluid build up, chronic pain, dysfunction, and infection which I never experienced anything like this until the placement of this device. I've been admitted into the hospital constantly for infection, and other health issues related to this device, and take multiple medications daily to keep the fluid from building up and pain. Have to be admitted into the hospital to clear up returning infections, regular infection medications don't effect it. I have to have IV meds to help. It's like my body rejected the device. At one time I put on a extra hundred pounds with taking lasso everyday. It came back down. I have pain in my stomach and there is a knot 4x6 were they went in. A few days after surgery, with a long needle and drawer out infection from my stomach. I've asked several times to have it removed and can't get nothing done. As I asked before, it was implanted. Was it safe, dr (B)(6) said yes it is and now I have a huge mass behind were they did my surgery, a doctor told me it's a larger hernia.